Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported both hyperglycemia and hypoglycemia events while using the ilet device. The highest recorded blood glucose (bg) was 400 mg/dl, and the lowest was 39 mg/dl. The user paused the pump during the evening and administered a manual insulin injection; the pump was not resumed until the following morning. After resuming and completing a full supply change, the user experienced a low bg. The user was self-treated successfully with glucose tablets, cereal, and a fruit popsicle, and bg returned to range. The device provided both high and low bg alerts. No medical intervention was required.